Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to user handling of the device, fluid invaded inside scope connector, electrical components were broken, and error message was displayed. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscopic image. The event can be prevented by following the instructions for use (IFU) which state: ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage.¿ ¿do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the electrical connector was corroded with fluid invasion inside due to a corroded and rusty leakage tester connector on the scope connector cover, which resulted in the e315 error message. After drying the scope, the image was restored to normal. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported an e315 "scope communication err" error message was displayed when preparing the evis lucera elite colonovideoscope for use in a diagnostic enteroscopy procedure. The procedure was completed with another scope. It was unknown if the procedure was delayed. There was no reported patient harm or impact due to this event.